Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the motor on the device was damaged and would not run. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check switching function forward/reverse, check the oscillation angle, check the oscillation/forward/reverse mode function, and check for sticky speed trigger. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The date of event was unknown but was known to have occurred in 2019. If additional information should become available, a supplemental medwatch will be submitted accordingly.